Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, noise was noted on the atrial and right ventricular channels concurrently. It is unknown if the pacemaker or leads are the source of the noise. The noise was not reproducible in clinic. No intervention performed. The patient was stable and will be monitored.